Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they remain implanted the patients. The devices were not returned; the reported events could not be confirmed. The cause of the events could not be conclusively determined from the reported information.

Event description:
Medtronic received information from literature that balloon angioplasty was required during implantation of pipeline devices. The article states that balloon angioplasty was used to dilate a short segment of the pipeline device if it did not fully expand. The article did not state how many pipeline devices required balloon angioplasty. The purpose of this article was to compare radiation dose and fluoroscopy time between the pipeline embolization device and traditional coiling techniques. The authors retrospectively reviewed 37 patients who underwent pipeline implantation in the treatment of internal carotid artery (cavernous, clinoid, or paraophthalmic) aneurysms. Thirty-four patients were female; 3 were male. Average age was 60 years. Colby, g. P. (2014). Radiation dose analysis of large and giant internal carotid artery aneurysm treatment with the pipeline embolization device versus traditional coiling techniques. Journal of neurointerventional surgery, 7(5), 380-384. Doi:10.1136/neurintsurg-2014-011193